Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jun 14, 2017. Litigation received. Litigation alleges extreme pain in his right hip, which cause difficulty ambulating and sleeping, and his failed pinnacle device releasing metal ions and debris into his body. Update dec 05, 2017: pfs and medical records received. There is no new information. After the review of medical records for MDR reportability, patient was revised to address pain and femoral loosening. Clinical notes reported of failed ingrowth on his femoral component. Product codes and lot numbers updated. Added stem product information. This complaint was updated on: december 19, 2017.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.